Manufacturer narrative:
The procedure date remains unknown therefore the date received by manufacturer is being use to calculate the approximately implant duration. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 6900ptfx33 valve implanted in the tricuspid position is scheduled for a valve-in-valve procedure due to massive structural leaflets degeneration with ruptured of one leaflet and impaired mobility of one other leaflet leading to severe regurgitation (mean and peak gradient 3 and 9 mmhg) after an implant duration of approximately four (4) years and three (3) months. As reported, the patient had frequent times hospital admission in last fifteen (15) months, very severe heart failure with heroic doses of heart failure medications, bilateral pleural effusion, congested neck veins, shortness of breath, lower limb swelling, anemia, orthopnea, ulcerative colitis and massive ascites. The right ventricle is dilated with impaired function. As per echo report, no pericardial effusion or thrombi were observed. Surgery was ruled out due to very high surgical risk, the only option is percutaneous implantation of tricuspid valve. The patient is waiting for urgent intervention.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected a2 (age and date of birth) per new information received. Added information to b5, b7, d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation, investigation findings and investigation conclusions). The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a 6900ptfx33 valve implanted in the tricuspid position is scheduled for a valve-in-valve procedure due to massive structural leaflets degeneration with ruptured of one leaflet and impaired mobility of one other leaflet leading to severe regurgitation (mean and peak gradient 3 and 9 mmhg) after an implant duration of approximately four (4) years and three (3) months. As reported, the patient had frequent times hospital admission in last fifteen (15) months, very severe heart failure with heroic doses of heart failure medications, bilateral pleural effusion, congested neck veins, shortness of breath, lower limb swelling, anemia, melena, orthopnea, ulcerative colitis and massive ascites. The right ventricle is dilated with impaired function. As per echo report, no pericardial effusion or thrombi were observed. Surgery was ruled out due to very high surgical risk, the only option is percutaneous implantation of tricuspid valve. The patient is waiting for urgent intervention.